Event description:
It was reported the lead that was implanted on (B)(6) 2017 displayed high thresholds and high impedance; "the wire was not depolarizing the myocardium with high voltages and there were high resistance values. At the time of lead revision, the replacement lead displayed high impedance and unstable thresholds; there was loss of polarization while pacing with high voltages and the resistance values were high. Three attempts at positioning in different locations of the myocardium was made and the results were the same. A different lead was implanted with good results. No patient complications have been reported as a result of this event.